Manufacturer narrative:
The full lead was returned and analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the lead could not be "fixed/placed" and the physician thought there might be a problem with the fixation mechanism. A different lead was implanted and no patient complications have been reported as a result of this event.